Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Food intolerance, fatigue, brain fog, anemia, bloating, hand discoloration, and hair loss were noted. Treatment for iron deficiency was performed. As a result, explant is planned for (B)(6) 2021. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2021-13192 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 1, 2021. No replacement was performed with explant. The event date was clarified to be (B)(6) 2020. The following additional symptoms were noted: joint pain, swollen lymph nodes, swollen hands, swollen feet, anxiety, depression, and dizziness. The impacted product was received by the failure analysis lab on december 21, 2021. The investigation of the returned device was completed by the failure analysis lab on december 22, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).